Manufacturer narrative:
(B)(4). Eval experienced the door will not fully latch alarm. The device was found out of specification caused by a loose link screw. The loose screws were replaced.

Event description:
During the eval of this device. A door not fully latched alarm was experienced. There was no pt involvement.